Event description:
A malfunction alarm occurred, indicated by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer's pump was confirmed to be under warranty and was set to be replaced by the technical support team, who also advised the customer to use manual daily injections (mdi) as a backup therapy. The customer was instructed to return the faulty pump within 10 days using a pre-paid shipping label and was guided on how to put the pump into storage mode before returning it.